Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system stored atrial tachy response (atr) episodes that appeared to contain farfield r-wave oversensing. The device appeared to be operating as programmed, and recent right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) tests were successful. This ICD system remains in service. No adverse patient effects were reported.